Event description:
The following has been reported: biomed reported: maintenance alarm observed in ims. Waiting for confirmation of no patient harm or report of stopping active infusion. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: mechanical hardware failure (air compressor) . Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Pump was starting to charge on charging bracket and was able to turn on. Shortly after being turned on the compressor started back up giving off a weird sound, then a pump alarm went off. Log files originally attached to complaint calls out for electrical hardware failure and a new set of logs were pulled calls out for pneumatic valve leak failure (valve 6). A new dynaflo air compressor was put in and turned on pump and no alarms went off and compressor sounded normal and no additional problems. Voltage was checked across power entry and main pcba boards to check for any electrical hardware failure(s). No problems were found while checking voltages across both boards. Original complaint was not confirmed with electrical hardware failure. Dynaflo air compressor will be replaced during repair. Additional observations: it was noted the wifi wire was pinched during assembly. Wifi antenna board and wires to be replaced during repair. There was some chipping by the threads for screwing in the pneumatic plate on the handle assembly. The ribbon cable for power button has some substance on it. The upper loading pins had some substance on them and were cleaned with 70% alcohol. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.